Event description:
Reportable based on analysis approved on (B)(4) 2014. A 3.0x15mm quantum maverick balloon was returned with tip damage. However, returned device analysis revealed balloon tear.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. The distal tip was damaged. The shaft and balloon were microscopically examined and revealed a 1.5mm longitudinal tear and scratch at the proximal end of the balloon. The scratch in the balloon material was located at the distal end of the longitudinal tear. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).